Manufacturer narrative:
The insulin pump was received with a blank display due to a faulty interface board component. No constant tone was noted during testing. The unit was unable to perform functional tests including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests due to the blank display. The unit was received with a scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a constant tone and a blank display. The patient's blood glucose at the time of incident was 388 mg/dl. A new battery was inserted into the insulin pump but the constant tone persisted. The insulin pump was returned for analysis.